Event description:
This report is entered as representative of a recurring problem. Individual reports described the issue as follows:the constellation cassette would not prime. We tried 4 times and then replaced it;25ga constellation pikpak for vitrectomy--cassette not recognised as being connected to constellation machine. Attempted re-prime and re-seat the cassette and tubing x 3. Ultimately had to open a new pak;vitrectomy probe made snapping noise during use after being used for a short time inside the eye. New stand alone probe opened and procedure continued with new probe;constellation 25+ total plus vitrectomy pak would not calibrate to machine (errored) attempted x3 to re-seat cassette (ref 8065751462 lot 1456180h). New pak opened and calibrated without incident.